Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission on (B)(6)2018. Upon review, the right atrial lead exhibited noise causing oversensing. The patient came into clinic on (B)(6) 2018. The noise was determined to be environmental. The patient alert was turned off and the merlin alert was left on.

Event description:
New information noted that the noise was inhibiting pacing. The patient was not device dependent. The patient would be followed-up.

Manufacturer narrative:
Correction: report source "study" was missing.